Manufacturer narrative:
According to the information received, the patient experienced a vascular occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without "sequelae". If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of this rha 4 product.

Event description:
This case occured outside of the USA in norway. The norwegian distributor notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 in chin with 0.1 ml of teosyal rha 4 (this complaint) using a cannula and the fanning technique, and with 0.3 ml of teosyal puresense ultra deep ((B)(4)) using the needle provided in the box and the bolus technique. One day after injection, on (B)(6) 2023, the patient experienced a severe vascular occlusion in the chin. As corrective action, the patient was treated with hyaluronidase as follows: on (B)(6) 2023: 2300 units. On (B)(6) 2023 : 1050 units. On (B)(6) 2023: 450 units. At the time the adverse event was reported, we were informed that the symptoms had completely resolved, confirmed on (B)(6) 2023. The complaint was closed.